Event description:
The customer reported to philips, "can't boot up." There was no patient involvement.

Manufacturer narrative:
(B)(4) a follow up report will be submitted once the investigation is complete.